Event description:
Additional information was received from the rep. It was clarified that this was a simple reprogramming issue and fine turning sensor activation. The sensor parameters was re-adjusted. The issue resolved. The patient noted that she would contact the rep if there were any further issues after the reprogramming, and as of 2016-jun-09, the rep had not heard anything back.

Event description:
Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 reported that the patient was reprogrammed at her doctor's appointment and was getting stimulation in all the areas of her pain. The patient informed the manufacturer representative that she was getting good coverage. Additional information received from the consumer on (B)(6) 2016 reported that the patient currently had the same difficulties with her devices as previously reported. The patient met with a manufacturer representative 2-3 weeks prior to (B)(6) 2016 and the manufacturer representative told her that the (B)(6) batteries in the patient programmer were dead. The batteries were changed and the issue was resolved. When asked how to tell when the patient programmer batteries were dead, it was reviewed that the patient programmer would either not turn on or the patient programmer would display a battery icon letting the patient know the batteries needed to be changed. The patient stated the patient programmer turned on but indicated the implantable neurostimulator (ins) needed to charge and it had been plugged in the day before on (B)(6) 2016. When the patient was asked about what was displayed on the patient programmer screen, the patient reported she had poor communication on (B)(6) 2016. It was noted that the patient had turned on the patient programmer but did not have the antenna attached and over the ins when she had tried to see what was displayed on the patient programmer screen. The patient stated she had used the patient programmer with the antenna before (B)(6) 2016 to check the ins charge level, and she wanted to know why the patient programmer was saying she needed to plug the implantable neurostimulator recharger (insr) back in and charge up the ins. The patient also wanted to know how long it took to charge the ins. The patient then repositioned the antenna, walked through the steps, and she was able to make a connection. She confirmed stimulation was on, the ins battery level was 3/4 full and the patient programmer battery icon was full then now at 3/4 full. It was confirmed that the patient programmer was connected to the ins and the patient programmer icons on the status row were reviewed. It was determined that the patient programmer battery level icon was not the same icon as the implantable neurostimulator recharger (insr) battery icon that the patient thought it was; it was reviewed that the patient programmer battery icon was for the patient programmer unit itself. The consumer also reported that the patient was unable to feel stimulation and she wanted to increase stimulation because she could not feel it. The patient was walked through how to increase her stimulation using the patient programmer, and the patient was able to feel stimulation. When asked whether she was increasing stimulation due to symptoms or not feeling stimulation sensation, the patient stated that it was the first time she had felt stimulation since several days prior to (B)(6) 2016; the patient later clarified that she stopped feeling stimulation on (B)(6) 2016. It was noted that what it was doing prior was not what it was doing at the time of report on (B)(6) 2016. Before the patient charged the ins on (B)(6) 2016, she was feeling stimulation when she laid down flat. She stated that she was putting eye drops in her eyes and was unable to do anything but lay flat; she was unable to use a pillow under her head or anything else. She then stated that this time when she did it, she did not feel a thing and wanted to know why the change would happen. It was reviewed that the patient could get used to the stimulation sensation or changing positions with adaptive stimulation (as) may play a role. It was suggested that the patient check the ins status using the patient programmer; it was noted that the patient was sitting upright at that time. The patient later reported that "it was not working."

Event description:
A consumer reported feeling a tingling sensation on the left side but not on the right side. When she was implanted, the health care professional (hcp) turned her left side on and later turned her right side on, but still not feeling anything on the right side. The consumer indicated she was going to contact a manufacturer representative to meet and program/change programs in person. Additional information received from the consumer reported she was unsure if she should be feeling stimulation on both sides and stated she had pain all over her body. She indicated it was when she met with the representative on (B)(6) 2016 that stimulation was actually turned on, and she had spoken with the representative sometime in (B)(6) 2016. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.